Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage noted inside the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she could see condensation under the screen. The customer explained that the device got splashed while she was at a water park. Blood glucose value was 222 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The customer was trying to use another insulin pump as back-up plan but was unable to complete the rewind sequence. She was advised to go to the emergency room or contact the doctor to get a back-up plan. The insulin pump was replaced and returned for analysis.